Event description:
Pt was found unconscious. Pt's daughter tested her blood glucose on the suspect device and it was 142 mg/dl. Pt's blood glucose was retested on the suspect device and it was 141 mg/dl. Pt was given orange juice and syrup until pt became conscious.